Event description:
The reporter stated that on (B)(6) 2018 at approximately 0300, medical attention was sought after the end user received a high glucose test result of 404mg/dl when using the prodigy meter. The reporter stated that he was asleep thrashing around when his dog woke up his son. His son tried to wake him up but was unable to do so. His son then called the emts and paramedics arrived in approximately 40 minutes. Paramedics tested the end-users blood glucose when they arrived and received a result of 37mg/dl. There was approximately 4 hours between blood glucose testing performed using the prodigy meter and the paramedics test result. The end user was given a glucose injection by paramedics. The patient declined to go to the hospital. Paramedics tested the end-user before leaving and received a blood glucose test result in the mid 90s/mg/dl. The end user tested his blood glucose again using the prodigy meter and received a result of 353mg/dl. No other information was provided regarding this event.